Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips using qc and lin 3 controls. Qc testing results (range: 2.6 - 3.2 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.9 inr. Lin 3 testing results (range: 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.3 inr, qc 3: 5.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. The customer¿s strips and meter were requested for return. The product has not been received at this time and not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of non-reproducible inr results with the coaguchek xs meter serial number (B)(4). The questionable results were reported to the patient¿s physician. The result from the meter at 8:34 a.m. Was 3.9 inr from the right hand. The result from the meter at 8:37 a.m. Was 4.4 inr from a different finger on the right hand. The result from the meter at 8:42 a.m. Was 5.9 inr from the left hand. The customers therapeutic range is 2.0- 3.0 inr.